Manufacturer narrative:
Manufacturing facility: the devices were manufactured at one of the two following manufacturing sites: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets "busted" and leaked at the y-site. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.